Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty cable. Additional issues were identified during the device evaluation: the charge-coupled device was broken and stuck into the coupler unit, where it could not be removed; the cable had cut marks; and scratches were found in multiple locations on the device with minor rust on the coupler unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during maintenance, the camera head presented a noisy image. The subject cannot be recognized. The video adapter was stuck in the camera head, and the camera cable was wrinkled. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿image did not show, and a horizontal line was displayed¿ was confirmed, and it was determined that a cable unit damage likely caused a communication failure, resulting in a failure in the image display. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.